Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6) hospital

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an automatic inflation malfunction. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, e1 (event site address)

Event description:
N/a

Manufacturer narrative:
Due to character resection in block e1. E1 event site name is (B)(6) hospital. E1 event site telephone is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , b6 , b7 , d4 ( UDI , serial number ) , d5 , d10 , e2 , e3 , e4 , e1 ( initial reporter , event site telephone , event site name) , g2 , g7. A getinge field service engineer fse was dispatched to the site to evaluate the unit. The customer informed that he does not require repairs for this equipment. The customer did not agree for let getinge fse repair the device.